Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, after the clamp was clamped, the clip could not be separated from the clamp. Resulting the surgeon to repeatedly pull. At the surgical site, the amount of bleeding, increased and the hard tissue was separated from the tissue. Another clip was used to complete the case.